Manufacturer narrative:
As reported, there were no changes in the indicator window of a 5f exoseal vascular closure device (vcd). There was no reported patient injury. Additional information was requested but not provided. The device was stored and prepped according to the instructions for use (IFU). The physician was experienced in training on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile 5f exoseal vascular closure device was returned for investigation. Also, a video was provided for review. Per video analysis, the footage shows a simulation attempt to transition the indicator window to the black/black position by pulling the indicator wire distally. However, no change in the indicator window was observed, and the expected black/black position was not achieved. No additional anomalies or notable details were visible in the video. Visual inspection revealed that the deployment lever was in the non-depressed position while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual analysis. Per functional analysis, a guard locking simulation could not be performed, as the unit was received already in a locked state. However, a deployment simulation was successfully conducted. The indicator wire was pulled, and the indicator window transitioned to the black/black position. Full depression of the deployment lever resulted in the expected retraction of the indicator wire and plug deployment, with the indicator window subsequently achieving the black/white/red position as expected. A high-magnification microscopic evaluation was performed to examine the internal mechanism. No abnormal conditions were identified during this analysis. The reported event of ¿indicator window-no change to indicator¿ was observed through analysis of the video received as it showed that the indicator window was unresponsive during attempted manipulations of the device. However, the exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. The product evaluation revealed that the device functioned as expected, with the indicator window changing positions appropriately and no anomalies noted in the internal mechanism. Therefore, based on the available information, including the video and product analysis, it is not possible to determine what factors may have contributed to the reported issue. It is important to note that the video depicts a simulated attempt to manually pull the indicator wire, rather than a procedural use scenario. This suggests that handling factors is a possible contributing factor to the issue observed in the video; although no discernable handling issues were noted. However, the issue could not be replicated during testing of the returned device. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, video analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there were no changes in the indicator window of a 5f exoseal vascular closure device (vcd). There was no reported patient injury. Additional information was requested but not provided. The device was stored and prepped according to the IFU. The physician was experienced in training on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.